Manufacturer narrative:
The devices involved in this event will not be returned for evaluation and remain implanted in the patient. If additional information is obtained at a later time that is pertinent to this event, a follow-up report will then be submitted.

Event description:
The patient was originally implanted with a ventana device. The secondary procedure for this patient was completed on (B)(6) 2016 and the physician implanted an afx limb stent graft. This report addresses the tertiary procedure that was completed on (B)(6) 2017, due to a leak at the bifurcation, and the physician implanted an afx2 bifurcated stent graft and afx bifurcated stent graft.

Manufacturer narrative:
At the completion of the clinical evaluation and based on the information received, there was substantial evidence to support the following reported event: the type iiib endoleak is confirmed and is most likely device-related. Procedure-related harms for this complaint could not be determined. The final patient status was not reported. Lot information was not received and a manufacturing review was unable to be performed. Endologix continues to investigate this event and similar events to ensure the highest quality and patient safety. A root cause investigation was carried out for all afx complaints having an identified failure mode of a type iiib endoleak. Endologix implemented the following corrective actions with the intent of reducing type iiib endoleak events; 1. Upgraded graft material (i.e. Duraply) and 2. Updates to the IFU and additional physician training. The change to duraply graft material and the IFU changes were put in place july 2014. The type iiib endoleak rate for afx manufactured and implanted before these corrective actions were put in place is trending at 2.5%. Since the corrective actions were implemented, the type iiib endoleak events reported for afx devices has been reduced to <0.2%. Correction: date of report. Remove device code 1031. Additional information: relevant tests/laboratory data, other relevant history. Add device code 1504, add method code 4117, add result code 170, add conclusion code 4301.